Manufacturer narrative:
(B)(4). Pump received with blank display due to missing battery spring. Unable to perform operating currents, self test, rewind test and displacement test due to missing spring. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Event description:
Information received by medtronic indicated that the metal piece in the battery was no longer. Customer stated the insulin pump had no delivery message and they had insulin smell coming from the reservoir area when customer changing the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.